Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) in (B)(6) 2016. It was reported that the patient was admitted for driveline exit site infection. On (B)(6) 2017 culture was (B)(6) for (B)(6). The patient was started on antibiotic doxycycline. As of (B)(6)2017, the patient was still being treated, the infection had not yet resolved.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) support. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.